Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
This is an international report where the homechoice (hc) machine sounded a system error 2240 alarm during dwell 2 of 3 .the patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. Patient extension lines were not used. There were not any open clamps on any unused supply lines. Technical service representative (tsr) explained the alarm as an air detect alarm. Tsr could not find any obvious sign of a leak in any of the tubing or bags. Tsr cycled power to clear alarm. Tsr advised to either start over with new cassette and bags or finish therapy with manual exchanges. Tsr advised to call renal nurse for clinical advice. No clinical consequences for the patient were reported.